Event description:
It was reported that the pt was unhappy with the longevity of the neurostimulator. The longevity estimate based on the pt's device setting was 6 months. It was reported that the early replacement indicator was appropriate, based on the pt's high power usage. The device was not functionating, and was set to be replaced with a rechargeable internal pulse generator on (B)(6) 2011. A follow up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).